Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the there was rainbow effect on the insulin pump screen which cause it harder to read. The customer's blood glucose was unknown. There was chipping in the reservoir when the customer unscrew it. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.